Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that the pt frequently falls with their seizures and may have damaged the ncp system during one of their falls. The pt experienced 2 seizures per day before vns implant and has experienced only a slight improvement in seizure control with the vns therapy. X-rays revealed a suspect area near tie-down below electrodes, but were inconclusive in determining whether there was a discontinuity in the ncp system. Lead break is suspected. Revision surgery is planned.